Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the day after they had the surgery they tripped and ended up airborne and landed on their back and butt. Patient said that they told their doctor, about the fall and doctor said that there was no bleeding and that they would need to watch it and take care of it. Patient stated that this happened one day after the device was implanted. Patient stated that they don't know if they did something to it and it didn't seem like it was working. The patient reported that there was no change in baseline / never received therapy benefit. Agent redirected patient to healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.